Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 12:00pm at home. Caller stated that they tested the end-users blood glucose with his prodigy meter and received a result of 97mg/dl. A normal reading for that time of day for him is usually around 100mg/dl. The caller stated that the end-user had eaten a breakfast of eggs, bacon, toast and water earlier that day. About 15 minutes after testing with the prodigy meter the paramedics were called due to the end-user being slightly unresponsive and he appeared to be in a daze. Caller stated that the end-user did not take any medications or consume any food or drink while waiting for paramedics to arrive. Paramedics arrived within 5 minutes and tested the end-user with their meter and received a result of 44mg/dl. Paramedics did not test the end-user with his prodigy meter and did not transport him to the hospital. Caller does not recall what medication the paramedics gave the end-user, but she did state that he was given peanut butter on 2 graham crackers. Caller does not recall what the end-users blood glucose was prior to the paramedics leaving. No additional information was provided.